Event description:
Device 2 of 2: reference MFR report # 1627487-2012-00584. During a procedure to reposition the pt's (B)(6) lead, it was discovered the pt's ipg was not communicating. Attempts to establish communication with a charging system proved unsuccessful. Surgical intervention will be undertaken at a later date to replace the pt's ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.